Event description:
Related manufacturer reference: 3005334138-2018-00262, 3005334138-2018-00263 during a pulmonary vein isolation ablation procedure a detached component was noted within the patient. Following insertion of three introducers and one non-abbott manufactured 10 electrode catheter, an unknown component was visualized under fluoroscopy. The entire component was successfully removed from the patient using a snare catheter. The introducers and catheter were inspected upon removal but no abnormalities were noted upon basic inspection. The procedure was completed following component removal. The patient is stable.

Manufacturer narrative:
One swartz braided introducer sheath was received for evaluation. No components were detached from the returned device. No damage or other visual anomalies were noted. The soft grey tip was dissected. The radiopaque marker was present within the distal tip of the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be confirmed.